Event description:
The pt had a difficult time recharging the implantable neurostimulator. The device wouldn't hold a charge. The rechargeable neurostimulator was replaced with a non-rechargeable device and had 'fabulous' results. There was no pt injury associated with the event. The pt recovered without sequela from surgery.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The implantable neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.